Manufacturer narrative:
It was reported that the patient was treated with topical antibiotics, topical steroids and oral antibiotics for the previously reported infection. This report is filed april 5, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently on (B)(6), 2015 the patient's abutment was removed. The implanted device remains.